Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2008 the patient underwent surgery using bilateral facet screws at l5-s1. Follow up radiological studies reportedly state "incomplete bony fusion". Post-op the patient complained of pain at a greater degree than before the surgery. On (B)(6) 2009 the patient presented to a different surgeon for another opinion. A CT scan performed (B)(6) 2009 showed no fusion. On (B)(6) 2009 the patient underwent a revision surgery to remove the screws from l5-s1. Post-op, the patient had immediate pain relief. Reportedly, the patient has subsequently experienced instability and requires additional surgery. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.